Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine fundus perforation') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid nodular from (B)(6) 2010, endometriosis, ovarian cyst (right), menometrorrhagia, retroverted uterus, amenorrhea, multiple cesarean sections (2), pelvic adhesions, frequent periods, uterine fibroid and adenomyosis. No uterine fibroids. Concomitant products included levothyroxine since january 2010, nsaids since july 2009 and paracetamol (acetaminophen) since july 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental and anguish"), 9 years after insertion of essure. In august 2018, the patient experienced pelvic pain ("physical pain/ pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy and ablation on (B)(6) 2011 and dilation and curettage on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : uterine perforation. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming-anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine fundus perforation') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid nodular from (B)(6) 2010 to (B)(6) 2010, endometriosis, ovarian cyst (right), menometrorrhagia, retroverted uterus, amenorrhea, multiple cesarean sections (2), pelvic adhesions, frequent periods, uterine fibroid and adenomyosis. No uterine fibroids. Concomitant products included levothyroxine since (B)(6) 2010, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental and anguish"), 9 years after insertion of essure. In (B)(6) 2018, the patient experienced pelvic pain ("physical pain/ pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy and ablation on (B)(6) 2011 and dilation and curettage on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : uterine perforation concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming-anxiety, menorrhagia. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical record received- events "abnormal bleeding (vaginal) , menorrhagia, depression ,mental and anguish, migraines, headaches, uterine fundus perforation" lot number , reporter, medical history, concomitant drug added. Event "physical pain/ pain" outcome updated to "recovering / resolving" incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.